Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an alert. Reportedly, the issue was resolved and the contact declined to provide further information. There was no reported impact to the customer's blood glucose level.